Event description:
Caller reported a cartridge alarm 20 during the load process, and cartridges consistently caused alarms. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump with updated software, instructing the caller on storage mode procedures, and providing a prepaid return label for the problematic pump. The customer is to contact their healthcare provider to establish a backup insulin therapy.